Event description:
This ipg was intended for pt implant ((B)(6)) and was returned to the MFR for analysis following communication issues observed during the surgical procedure. It was reported the ipg functioned as expected within the packaging; however, intraoperative testing conducted following placement found that ipg communication could not be established. Efforts to resolve this matter through various troubleshooting techniques proved unsuccessful. A new ipg was used to complete the procedure. No pt complications were reported as a result of this event. Analysis of the returned ipg was completed by the MFR on (B)(4) 2012.

Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: complaint was confirmed. As rec'd, the ipg was non-functional. The ipg can was cut open to access the internal circuitry and it was found that the ipg battery was depleted. However, auto testing passed when an external battery was connected in parallel with the ipg battery. No excessive current draw was observed on the ipg circuitry. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.